Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's and observed the device was unable to power on when the lid of the device was opened. It was observed that the device was able to power on using the on/off button. Stryker determined that the cause of the observed issue was due to the lid switch, designator sw5. Stryker archived the device. The customer received a replacement device.